Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. The device was returned to zoll medical corporation. During the investigation it was noted that the reported condition was verified to the pd engine. The pd engine was replaced to remedy. Further testing of the pd engine confirmed failure and found to have trace damage on a transformer on the pd engine board. The board was scrapped. No emerging trend based on similar reports.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 76" message. Complainant indicated that there was no patient involvement in the reported malfunction.